Manufacturer narrative:
The insulin pump was monitored for 24 hours and no a13 alarms noted. The insulin pump passed self test, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed a second program alarm anomaly error alarm. Customer's blood glucose level was 15 mmol/l. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.